Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, moderate calcification and 90% stenosis. The voyager was delivered for the pre-dilation; however, it ruptured during the second inflation at 10 atm. The balloon was changed to the new one and the stent was implanted at the lesion. The procedure was completed without any patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the voyager was returned with blood in and on the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and in the hub. There was no contrast visible. The balloon was loosely folded. There was a longitudinal rupture on the balloon above the distal end of the balloon distal marker extending proximally for a length of 4 mm. There was no scratch noted on the balloon. There was no other damage noted to voyager. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance analysis of the returned product is consistent with the reported rupture. The sem analysis determined that the rupture may be attributed to a material or processing discrepancy initiating along the inner surface. Partial tearing was observed on the inner and outer surfaces. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Reportedly, the lesion was moderately calcified, which may have contributed to the reported balloon rupture. It is possible that the balloon material was damaged (scratched) during interaction with other devices and/or lesion calcification and previously implanted stent during the multiple inflations, such that the balloon ruptured at 10 atm. The manufacturing records were reviewed and did not reveal any non-conformances associated with this lot and all lot release testing met specification. There are no indications of a product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the product. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.